Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device. The device was found out of specification in relation to the device would not auto restart after downstream occlusion which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The downstream pressure plate gap was also found out of specification. The device was recalibrated to correct the condition. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to auto-restart following a downstream occlusion. There was no patient involvement.